Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, per additional information received patient¿s past medical history: colon cancer. Status of the patient: recovering well.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open right hemicolectomy procedure, the device partially fired and did not fire. The reporter is not sure which stapler or reload had issues. The surgeon placed the device across the tissue, closed, and started to fire. The stapler knife assembly moved forward about 15 mm and stopped. No amount of force could push it forward. Surgeon retracted and removed the stapler. Used a new reload and applied the stapler where the first staple line ended. With this reload the stapler firing knobs would not move forward at all. A surgical intervention was needed - resected more colon tissue than originally planned. Would not have been able to complete the anastomosis without removing additional colon tissue. There was tissue loss.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The first instrument was received with a single use loading unit was partially applied. Staple pushers were deployed at the proximal end; the staples were not deployed at the distal end. The knife blade was stuck in the anvil knife blade channel. Fully formed staples were observed in the anvil. Microscopic inspection of the knife blade displayed damage. The second instrument was received with a single use loading unit was partially applied. Staple pushers were deployed at the proximal end; the staples were not deployed at the distal end. The knife blade was stuck in the anvil knife blade channel. Fully formed staples were observed in the anvil. Microscopic inspection of the knife blade displayed damage. The thumb pusher was disengaged. Many malformed and properly formed staples were received. Functionally; the sulus were unloaded and loaded repeatedly without difficulty on both instruments. The sulus were reset. The sulus and instruments were applied to test media with acceptable results; the knives cut completely and cleanly and the remaining staple lines were properly formed. The firing knobs could be advanced and retracted without any hang-ups. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly or component related failures. Replication of the obstruction condition may occur if the loading unit and knife blade was applied over an obstruction or thick tissue during clinical application. Replication of the disengaged firing knob condition may occur if an excessive upwards force is applied to the firing knob during disassembly, or if the knob is not fully rotated to one side prior to firing, causing detachment. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.